Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG works when used. The customer is getting a red x and chirp. The batteries were calibrated (B)(6) 2018. The op check test summary has fail dx and fail cx. Auto test has two failures on two different nights fail d/x. Status log shows ECG cable failure. There was no reported patient involvement/adverse patient impact.